Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call keypad anomaly, failed battery test and cosmetic damage on the insulin pump. Customer's blood glucose level was unknown. Customer advised the buttons were sticking, the batteries were being rejected and the display was scratched which made it difficult to read. The insulin pump will not be returned for analysis.